Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 1226980-inv, 12269680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhea, heartburn, lymphadenopathy, hypertension, depressive disorder, tobacco use disorder, asthma, neck mass, bipolar disorder, obesity, seizure, hypothyroidism and hyperlipidemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, gastrooesophageal reflux disease, degenerative disc disease, type 2 diabetes mellitus, sleep apnea, hiatal hernia, bronchitis, hypertension, iron deficiency anemia, abdominal pain, unspecified vitamin d deficiency, chest tightness, shortness of breath, cholecystitis, anemia and epigastric pain. Concomitant products included atenolol, estradiol (divigel), fluoxetine, iron, levothyroxine, lisinopril and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)/painful bleeding"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced adjustment disorder with depressed mood ("psychological or psychiatric problems condition: became severely depressed due to female problems"). In (B)(6) 2006, the patient experienced the first episode of alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and anaemia ("anemia"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain/loss(specify which one)"). On (B)(6) 2009, the patient was found to have benign uterine neoplasm ("tumor / teratoma / cancer type: benign tumors on uterus"), 3 years 7 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids/ multipal fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), polymenorrhoea ("polymenorrhea"), adnexa uteri pain ("ovaries/ tubes"), back pain ("back pain"), pain in extremity ("leg pain"), uterine enlargement ("enlarged uterus") and cyst ("cysts"). The patient was treated with fluoxetine hydrochloride (prozac), omeprazole (prilosec) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral rem and surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, the last episode of alopecia, anaemia, adnexa uteri pain, back pain and pain in extremity had resolved and the genital haemorrhage, weight increased, nausea, adjustment disorder with depressed mood, vaginal haemorrhage, menorrhagia, female sexual dysfunction, uterine leiomyoma, allergy to metals, dyspareunia, benign uterine neoplasm, vaginal discharge, polymenorrhoea, uterine enlargement and cyst outcome was unknown. The reporter considered adjustment disorder with depressed mood, adnexa uteri pain, allergy to metals, anaemia, back pain, benign uterine neoplasm, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, polymenorrhoea, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: postoperatively had tachycardia and was admitted for observation. Tachycardia resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 84.7 kg/sqm. Full blood count - on (B)(6) 2011: hg was even lower at 7.0. Hysterosalpingogram - on (B)(6) 2006: result - total bilateral occlusion.. Pathology test - on (B)(6) 2012: cervix: endocervical hyperplasia ¿ one area there is squamous metaplasia. Dysplastic features of squamous mucosa not seen. Endometrium: disordered proliferative phase myometrium: leiomyoma and adenomyosis ovaries: bilateral follicular cysts and one serous inclusion cysts fallopian tubes: no pathologic abnormality. Thyroid function test - on (B)(6) 2011: elevated indicating low thyroid levels. Ultrasound pelvis - on (B)(6) 2012: large uterus with multiple fibroids - largest measures 3.3 cm. Endometrial thickness measures 10 mm. Bilateral ovarian cysts with largest on the right measuring 3.6 cm and largest on the left measuring 1.9 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia., heavy and painful menses , fibroids. The lot number reported (1226980) is invalid. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical record received. Lot number (12269680) was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, gastrooesophageal reflux disease, degenerative disc disease, diabetes mellitus, sleep apnea and hiatal hernia. Concomitant products included atenolol, estradiol (divigel), fluoxetine, iron, levothyroxine, lisinopril and vitamin d nos (vitamin d). On (B)(6)2005, the patient had essure (ess205) inserted. In december 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)/painful bleeding"). In february 2006, the patient experienced vaginal discharge ("vaginal discharge"). In june 2006, the patient experienced depression ("psychological or psychiatric problems condition: became severely depressed due to female problems"). In july 2006, the patient experienced the first episode of alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and anaemia ("anemia"). In march 2008, the patient was found to have weight increased ("weight gain/loss(specify which one)"). On(B)(6)2009, the patient was found to have uterine neoplasm ("tumor / teratoma / cancer type: benign tumors on uterus"), 3 years 7 months after insertion of essure (ess205). On (B)(6)2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), polymenorrhoea ("polymenorrhea"), adnexa uteri pain ("ovaries/ tubes"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral rem and surgery to remove the essure). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, dysmenorrhoea, the last episode of alopecia, anaemia, adnexa uteri pain, back pain and pain in extremity had resolved and the genital haemorrhage, weight increased, nausea, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, uterine leiomyoma, allergy to metals, dyspareunia, uterine neoplasm, vaginal discharge and polymenorrhoea outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, anaemia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, polymenorrhoea, uterine leiomyoma, uterine neoplasm, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 84.7 kg/sqm. Hysterosalpingogram - on (B)(6)2006: result - total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Lab data added. Her demographic was added. Concomitant medication and condition added. Events abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: uterine fibroids, nickel allergy, dysmenorrhea (cramping)/painful bleeding, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: benign tumors on uterus, vaginal discharge, fatigue, hair loss, polymenorrhea, anemia, ovaries/ tubes, back pain, leg pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 1226980) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, gastrooesophageal reflux disease, degenerative disc disease, type 2 diabetes mellitus, sleep apnea, hiatal hernia, bronchitis, hypertension, iron deficiency anemia, abdominal pain, unspecified vitamin d deficiency, chest tightness and shortness of breath. Concomitant products included atenolol, estradiol (divigel), fluoxetine, iron, levothyroxine, lisinopril and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)/painful bleeding"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced adjustment disorder with depressed mood ("psychological or psychiatric problems condition: became severely depressed due to female problems"). In (B)(6) 2006, the patient experienced the first episode of alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and anaemia ("anemia"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain/loss(specify which one)"). On (B)(6) 2009, the patient was found to have benign uterine neoplasm ("tumor / teratoma / cancer type: benign tumors on uterus"), 3 years 7 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids/ multipal fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), polymenorrhoea ("polymenorrhea"), adnexa uteri pain ("ovaries/ tubes"), back pain ("back pain"), pain in extremity ("leg pain"), uterine enlargement ("enlarged uterus") and cyst ("cysts"). The patient was treated with fluoxetine hydrochloride (prozac), omeprazole (prilosec) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral rem and surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, the last episode of alopecia, anaemia, adnexa uteri pain, back pain and pain in extremity had resolved and the genital haemorrhage, weight increased, nausea, adjustment disorder with depressed mood, vaginal haemorrhage, menorrhagia, female sexual dysfunction, uterine leiomyoma, allergy to metals, dyspareunia, benign uterine neoplasm, vaginal discharge, polymenorrhoea, uterine enlargement and cyst outcome was unknown. The reporter considered adjustment disorder with depressed mood, adnexa uteri pain, allergy to metals, anaemia, back pain, benign uterine neoplasm, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, polymenorrhoea, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: postoperatively had tachycardia and was admitted for observation. Tachycardia resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 84.7 kg/sqm. Full blood count - on (B)(6) 2011: hg was even lower at 7.0.. Hysterosalpingogram - on (B)(6) 2006: result - total bilateral occlusion. Pathology test - on (B)(6) 2012: cervix: endocervical hyperplasia ¿ one area there is squamous metaplasia. Dysplastic. Features of squamous mucosa not seen. ¿ endometrium: disordered proliferative phase. ¿ myometrium: leiomyoma and adenomyosis. ¿ ovaries: bilateral follicular cysts and one serous inclusion cysts. ¿ fallopian tubes: no pathologic abnormality. Thyroid function test - on (B)(6) 2011: elevated indicating low thyroid levels. Ultrasound pelvis - on (B)(6) 2012: large uterus with multiple fibroids - largest measures 3.3 cm. Endometrial thickness measures 10 mm. Bilateral ovarian cysts with largest on the right measuring 3.6 cm and largest on. The left measuring 1.9 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia., heavy and painful menses , fibroids. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Treatment drug added. Events : enlarged uterus, cysts were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 1226980-inv, 12269680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhea, heartburn, lymphadenopathy, hypertension, depressive disorder, tobacco use disorder, asthma, neck mass, bipolar disorder, obesity, seizure, hypothyroidism and hyperlipidemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, gastrooesophageal reflux disease, degenerative disc disease, type 2 diabetes mellitus, sleep apnea, hiatal hernia, bronchitis, hypertension, iron deficiency anemia, abdominal pain, unspecified vitamin d deficiency, chest tightness, shortness of breath, cholecystitis, anemia and epigastric pain. Concomitant products included atenolol, estradiol (divigel), fluoxetine, iron, levothyroxine, lisinopril and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)/painful bleeding"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced adjustment disorder with depressed mood ("psychological or psychiatric problems condition: became severely depressed due to female problems"). In (B)(6) 2006, the patient experienced the first episode of alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and anaemia ("anemia"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain/loss (specify which one)"). On (B)(6) 2009, the patient was found to have benign uterine neoplasm ("tumor / teratoma / cancer type: benign tumors on uterus"), 3 years 7 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids/ multiple fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), polymenorrhoea ("polymenorrhea"), adnexa uteri pain ("ovaries/ tubes"), back pain ("back pain"), pain in extremity ("leg pain"), uterine enlargement ("enlarged uterus") and cyst ("cysts"). The patient was treated with fluoxetine hydrochloride (prozac), omeprazole (prilosec) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem and surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, the last episode of alopecia, anaemia, adnexa uteri pain, back pain and pain in extremity had resolved and the genital haemorrhage, weight increased, nausea, adjustment disorder with depressed mood, vaginal haemorrhage, menorrhagia, female sexual dysfunction, uterine leiomyoma, allergy to metals, dyspareunia, benign uterine neoplasm, vaginal discharge, polymenorrhoea, uterine enlargement and cyst outcome was unknown. The reporter considered adjustment disorder with depressed mood, adnexa uteri pain, allergy to metals, anaemia, back pain, benign uterine neoplasm, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, polymenorrhoea, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: postoperatively had tachycardia and was admitted for observation. Tachycardia resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 84.7 kg/sqm. Full blood count - on (B)(6) 2011: hg was even lower at 7.0. Hysterosalpingogram - on (B)(6) 2006: result - total bilateral occlusion. Pathology test - on (B)(6) 2012: cervix: endocervical hyperplasia ¿ one area there is squamous metaplasia. Dysplastic features of squamous mucosa not seen. Endometrium: disordered proliferative phase. Myometrium: leiomyoma and adenomyosis. Ovaries: bilateral follicular cysts and one serous inclusion cysts. Fallopian tubes: no pathologic abnormality. Thyroid function test - on (B)(6) 2011: elevated indicating low thyroid levels. Ultrasound pelvis - on (B)(6) 2012: large uterus with multiple fibroids - largest measures 3.3 cm. Endometrial thickness measures 10 mm. Bilateral ovarian cysts with largest on the right measuring 3.6 cm and largest on the left measuring 1.9 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, heavy and painful menses, fibroids. The lot number reported (1226980) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 1226980-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, gastrooesophageal reflux disease, degenerative disc disease, type 2 diabetes mellitus, sleep apnea, hiatal hernia, bronchitis, hypertension, iron deficiency anemia, abdominal pain, unspecified vitamin d deficiency, chest tightness and shortness of breath. Concomitant products included atenolol, estradiol (divigel), fluoxetine, iron, levothyroxine, lisinopril and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)/painful bleeding"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In(B)(6) 2006, the patient experienced adjustment disorder with depressed mood ("psychological or psychiatric problems condition: became severely depressed due to female problems"). In (B)(6) 2006, the patient experienced the first episode of alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of alopecia ("hair loss") and anaemia ("anemia"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain/loss(specify which one)"). On (B)(6) 2009, the patient was found to have benign uterine neoplasm ("tumor / teratoma / cancer type: benign tumors on uterus"), 3 years 7 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids/ multipal fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), polymenorrhoea ("polymenorrhea"), adnexa uteri pain ("ovaries/ tubes"), back pain ("back pain"), pain in extremity ("leg pain"), uterine enlargement ("enlarged uterus") and cyst ("cysts"). The patient was treated with fluoxetine hydrochloride (prozac), omeprazole (prilosec) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral rem and surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, the last episode of alopecia, anaemia, adnexa uteri pain, back pain and pain in extremity had resolved and the genital haemorrhage, weight increased, nausea, adjustment disorder with depressed mood, vaginal haemorrhage, menorrhagia, female sexual dysfunction, uterine leiomyoma, allergy to metals, dyspareunia, benign uterine neoplasm, vaginal discharge, polymenorrhoea, uterine enlargement and cyst outcome was unknown. The reporter considered adjustment disorder with depressed mood, adnexa uteri pain, allergy to metals, anaemia, back pain, benign uterine neoplasm, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, polymenorrhoea, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: postoperatively had tachycardia and was admitted for observation. Tachycardia resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 84.7 kg/sqm. Full blood count - on (B)(6) 2011: hg was even lower at 7.0.. Hysterosalpingogram - on (B)(6) 2006: result - total bilateral occlusion.. Pathology test - on (B)(6) 2012: cervix: endocervical hyperplasia ¿ one area there is squamous metaplasia. Dysplastic features of squamous mucosa not seen. ¿ endometrium: disordered proliferative phase ¿ myometrium: leiomyoma and adenomyosis ¿ ovaries: bilateral follicular cysts and one serous inclusion cysts ¿ fallopian tubes: no pathologic abnormality. Thyroid function test - on (B)(6) 2011: elevated indicating low thyroid levels.. Ultrasound pelvis - on (B)(6) 2012: large uterus with multiple fibroids - largest measures 3.3 cm. Endometrial thickness measures 10 mm. Bilateral ovarian cysts with largest on the right measuring 3.6 cm and largest on the left measuring 1.9 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia., heavy and painful menses , fibroids. The lot number reported (1226980) is invalid. Most recent follow-up information incorporated above includes: on 27-mar-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), nausea ("nausea") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, nausea and depression outcome was unknown. The reporter considered alopecia, depression, genital haemorrhage, nausea, pelvic pain and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-oct-2017: event abnormal bleeding, hair loss, weight gain, nausea, depression, pain was previously reported and event pain nos updated to pelvic pain female. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain"), alopecia ("hair loss"), weight increased ("weight gain"), nausea ("nausea") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the genital haemorrhage, pain, alopecia, weight increased, nausea and depression outcome was unknown. The reporter considered alopecia, depression, genital haemorrhage, nausea, pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.